Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer received a replacement pump a couple of days ago. Customer had a motor error alarm and a motion sensor test failure alarm. Customer indicated that she had a class in 30 minutes and the call ended.